Event description:
It was reported that during the farawave procedure for atrial fibrillation, there was no problem during testing the catheter outside the patient. When the right lower lung was ready for ablation during the procedure, the basket could not become smaller. It was tested outside the patient again, and the smallest shape of the catheter was basket-shaped and could not return to the shuttle shape. Additionally, the liquid flow in the lateral lumen of the catheter was very slow. A new device was used to complete the procedure. No patient complications occurred.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.